Event description:
It was reported by the rep that the (1) tl60 was used during an unknown procedure. It was reported that the surgeon experienced a jammed tl60. The instrument would not fire. There was no pt consequence. The or time was extended by (5) minutes.